Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. Microscopic examination revealed that there was no damage to the balloon. Microscopic examination revealed that the tip was damaged and the inner shaft within the balloon was buckled at the proximal markerband. No damage or irregularities were noted to the outer shaft and hub. The inner diameter (ID) of the catheter was measured. The guide wire used in the clinical event was not returned for analysis so a kinetix plus guide wire was used for functional testing. The guide wire was attempted to advance through the catheter; however, it could not pass through the buckled location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. While dilating the lesion several times, the device became stuck with the 0.014 non bsc guide wire. Both devices were removed together and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the lesion. While dilating the lesion several times, the device became stuck with the 0.014 non bsc guide wire. Both devices were removed together and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).